Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus and the tip of the probe was confirmed to be broken. The inspection findings are as follows: scratches were observed around the broken area of the probe. Also, the coating of the probe around the scratches was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the broken probe was likely caused by the following mechanism: 1. The probe encountered hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. 3. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. 4. A load was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes a correction to d4, d9, and h3 from the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that the thunderbeat 5 mm, 20 cm, front-actuated grip type s probe broke off in the patient during an unspecified therapeutic procedure. The broken parts were retrieved. The procedure was also prolonged for an unknown duration. There was no further patient impact reported.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5.

Event description:
Olympus received further information from the customer. The procedure was a gastrectomy and was completed with a different device. There was a 5 to 10-minute delay just to replace the device. The patient did not experience any adverse effects or complications from the incident and is currently fine.